Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and eight months later, computed tomography of pulmonary angiogram of the chest revealed no large central filling defect. Subtle linear filling defect extended distally from origin of the left lateral basal segment pulmonary artery, also present previously, compatible with chronic web. After nine months later, computed tomography of chest with contrast revealed no filling defects in the pulmonary vascular and it are seen to suggest acute pulmonary thromboembolic disease. There was a small filling defect in the lateral basal segment of the left lower lobe that appears to be a chronic web which was previously present. The filter remains in place within the intrahepatic portion of the inferior vena cava. After four years and eight months, computed tomography of the abdomen without contrast revealed there was abnormal positioning of the filter which was located within the intrahepatic inferior vena cava. The tip of the filter extended just above the liver. There was perforation beyond the inferior vena cava wall with extension into the liver parenchyma. The struts of the filter appear intact without evidence of fracture. The axis of the filter appears straight. The apex of the filter did not appear to be contact with the inferior vena cava wall. Therefore, the investigation is confirmed for alleged filter malposition and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to lupus condition. At some time post filter deployment, it was alleged that the filter migrated caudally and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.